Event description:
It was reported via phone call, that the customer received a button error alarm. It was advised that the customer had insulin pump in a plastic bag in the shower while showering. Customer's blood glucose level at the time 123 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to a flattened act button dome switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The functional testing could not be completed due to the keypad anomaly.